Event description:
It was reported that two days post implant of this atrial lead, threshold measurements increased from 0.8mv to greater than 3.0mv. A revision procedure was performed, and the lead was explanted and replaced without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that two days post implant of this atrial lead, threshold measurements increased from 0.8mv to greater than 3.0mv. A revision procedure was performed, and the lead was explanted and replaced without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried body fluid was present around the helix. Additionally, the setscrew marks were in the wrong location on the terminal pin, indicating improper insertion depth. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break which likely occurred during the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.